Event description:
Later, the patient called and reported that the lead and stimulator were ¿defective.¿ the event for the lead being ¿defective¿ was the first follow-up after surgery. Refer to manufacturer report # 3004209178-2014-11869 that contained the information about the replacement of this implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent stimulation and pain from their implantable neurostimulator (ins). The patient had acute pain from her mid-back down both legs that started about three weeks ago. When the patient leaned forward, stimulation turned off and when she leaned back, she experienced a shocking sensation. The patient was also unable to charge the ins and saw the "reposition antenna" message on the recharger. The last successful recharging session was about three weeks ago and the screen of the patient programmer was blank. The patient was unable to replace the batteries in the programmer and also noted that she "never" used the programmer because she kept the stimulation at the same level all the time. The patient believed the ins "needed to be replaced" and had an appointment with her physician on (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3998, lot# v014785, implanted: (B)(6) 2007, explanted: na, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: na, product type extension. (B)(4).